Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable. It will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would pump air to the patient. They stated that "the sensor was not working properly since the pump keeps running". They did not provide any additional information about the complaint. Mmdg did follow up with the initial reporter who stated that the patient had not had any adverse effects from the reported complaint. (B)(4).